Event description:
It was reported that pump experienced malfunction message with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump using reset instructions, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned.